Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hypoglycemia. No release records were reviewed, as the product lot number was not provided. The omnipod¿s user guide warns to "test results below 3.9 mmol/l [70 mg/dl] mean low blood glucose (hypoglycemia). If you get results below 3.9 mmol/l [70 mg/dl], but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l [70 mg/dl], follow the treatment advice of your healthcare provider.¿ and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
The patient's mother reported that her son's blood glucose was reading "high" (> 500 mg/dl) so she removed the pod. She gave her son an incorrect manual injection of 30 units instead of 3.0 units of insulin and later realize her mistake so she called for an ambulance who treated him with a manual injection of glucagon. He was then taken to the emergency room.